Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and confirmed no injury, harm, or flames on the day of the event. Siemens dispatched a customer service engineer (cse) to the customer site. The engineer resolved the issue by replacing the monitor, and no further assistance was required post service visit. Siemens evaluated the service performed, and the monitor caused the event. The monitor was replaced with a service spare and confirmed functional. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center (ccc) to inform that smoke emitted from the siemens syngo lab connectivity manager (lcm) monitor. The customer unplugged the monitor and removed it from the laboratory. The customer informs that there was no other issue with the siemens equipment. There are no known reports of adverse health consequences due to the smoke.